Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to bleeding and blood loss. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. An 18-fr gore® dryseal sheath with hydrophilic coating (dsl1828j/15083831) was inserted from the left side, and a delivery catheter for trunk-ipsilateral leg component was advanced through the sheath. The sheath valve was broken while the delivery catheter was being advanced, but the physician continued advancing the delivery catheter to deploy the endoprosthesis. However, blood was leaking from the broken sheath valve so that the physician decided to exchange the introducer sheath. A new 18-fr gore® dryseal sheath with hydrophilic coating (dsl1828j/15166840) was inserted, but the sheath valve was broken again while the delivery catheter was being advanced. It was revealed that a lock pin was disengaged from the delivery catheter. The physician elected to use new delivery catheter for trunk-ipsilateral leg component as well as introducer sheath. The guidewire was moving downwards while the delivery catheter was being advanced so that difficulty was met in advancing the delivery catheter. Intra-procedure imaging revealed a retrograde aortic dissection originating from the proximal neck, resulting in the delivery catheter being advanced into the false lumen. The physician aborted to advance the delivery catheter from the left side and elected to deliver the catheter from the right. Trunk-ipsilateral leg component was successfully deployed, followed by contralateral leg components. A final imaging revealed no endoleaks. Additionally, the trans-esophageal echocardiography (tee) revealed that the aortic dissection was successfully repaired with the false lumen being resolved. The patient tolerated the procedure. It was reported that mean blood pressure dropped approximately 20mmhg due to blood leakage from the sheath valve. Intra-procedure transfusion was given to the patient (exact amount of transfusion was unknown). It is unknown which sheath had bleeding that was significant enough to warrant a transfusion.

Manufacturer narrative:
Results of engineering evaluation: the delivery catheter and two introducer sheaths reported in this event were returned and an engineering evaluation was performed. Engineering observed that the lock pin has been dislodged from its seating in the leading olive. Engineering proceeded to investigate the returned introducer sheaths. Utilizing a syringe attached to the valve fill stopcocks, 2.5ml of dyed water was used to pressurize the valves of the returned introducer sheaths. The valves on both introducer sheaths did not pressurize and the pressurizing fluid, dyed water, ran out the bottom of the sheaths. In order to further inspect the valves for potential film tube tears and sealant ring damage, engineering disassembled the valves by breaking the leading and trailing fittings on the valve assemblies. An approximately 11mm long tear was found in the film tube of one of the two devices. An approximately 9mm long tear was found in the film tube of the other device. Engineering also observed some damage at the leading end of one of the returned introducer sheaths. The occurrence of the dislodged lock pin and tears seen on the film tube of the sheath valves are consistent with the physician's observation of leaking valves and the dislodged lock pin being likely the cause of the perforation of the two introducer sheath hemostatic membranes during insertion. The cause for the perforated hemostatic membrane is likely due to the dislodged lock pin. The cause for the dislodged lock pin could not be determined with the currently available information.